Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06797. It was reported the pt's scs system was explanted sometime in (B)(6) 2011 due to ineffective stimulation. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.